Event description:
It was reported that charging cable was damaged and that charging supplies were no longer functional, and caller also reported that pump was charging but not connecting to computer, possibly due to cable damage. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged replacement of damaged charging supplies with two-day shipping; no additional information was received regarding further actions or outcome.